Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon evaluation of the electrode belt, the electrode belt connector was glued to a monitor receptacle and unable to complete testing. The root cause for the damaged connector was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.